Manufacturer narrative:
A repair tech investigated the device and found melted wires and drippings near the power transformer, the transformer was replaced and the device was repaired. The quality investigation is ongoing and this report will be updated if the investigation results require.

Event description:
It was reported that halfway through an orthopedic procedure, the neptune rover started smoking. Both operating room doors had to be open to get the smoke out of the room. There was about a five to ten min delay to the procedure to get a replacement device and to evacuate the room of the smoke. There was no treatment administered due to the event. The account stated that there were no flames associated with the smoke and the device was not hot to the touch. There were no adverse consequences to the pt or additional treatment needed for the pt.